Event description:
Intermittent function of device during surgery. Surgeon would push the button and it would start and stop while holding the button down.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection testing performed: visual inspection device: plasmablade 4.0 product: (B)(4) lot: unknown qty:1 device was enclosed in a fedex shipping bag. No packing peanuts or bubble wrap were enclosed in the shipper bag. Device was located in tray and tray was sealed with a gauze material. Device appears to be used. There is blood on the handle and electrode. Button was depressed and had tactile feel. A piece of paper was also shipped that states that this device is being returned as a complaint. Functional evaluation device was connected to pulsar ii generator ((B)(4)) eqp# (B)(4) (calibration due date: 09/2013) -it was noted that it appears there is a good connection to the generator physically. Normal 'end of life error' (e5) displayed on generator when device was directly plugged in. Eprom connector used to bypass end of life code. Generator was then set to 10 cut and 10 coag and device was activated in saline solution, multiple times for both cut and coag settings. Sparks observed during this process, which is normal and confirms the device has continuity. Testing performed on chicken in an effort to create the issue experienced during surgery. Time was measured with stop watch eqp (B)(4) (calibration due date: (B)(4) 2013) -device was activated repeatedly with long 'on' durations in chicken for 5 minutes at cut setting 10 and 5 minutes at coag setting 10. During the activation, the device did not 'stop' as was described in complaint, and device showed acceptable results. Investigation conclusion: the complaint could not be confirmed because the device performed as intended. The device responded normally for all activations and was able to produce acceptable performance based on the product specification requirements for 'on-time.' No failures found. (B)(4).

Event description:
Intermittent function of device during surgery. Surgeon would push the button and it would start and stop while holding the button down.

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.